Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The center screw from the glenosphere broke and the glenosphere became disassociated from the metaglene. Unknown loosening.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the devices were reviewed by bioengineering and confirmed the device had fractured. A review of manufacturing records and complaint databases did not identify any anomalies. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.